Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6)2016. The device was returned with the reported fault ¿no light flashing¿. Upon receipt, the status indicator was observed to be extinguished confirming the reported fault. Additionally, the returned pad-pak was found to be depleted beyond any use. The corrosion observed on track 4 (status_led_green) and track 3 (chest_led) of the membrane tail had resulted in a leakage current from the green status led line. This would account for the green status indicator being constantly lit as witnessed during the investigation and the subsequent depletion of the returned pad-pak. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion observed on the returned membrane tail would indicate the device had been subject to adverse storage, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Event description:
No light flashing. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No light flashing. There was no patient involved in this event.